Event description:
The daughter of a (B)(6) female patient notified zoll customer support that the patient fell on her monitor and broke her hip. The patient received a replacement monitor.

Manufacturer narrative:
A (B)(6) female patient stumbled, fell and landed on her monitor, breaking her hip and the monitor. The patient was admitted to memphis baptist east for surgery. The adverse event was not a result of defective equipment. The patient received a replacement monitor.